Event description:
Bilateral tka performed on (B)(6) 2017. In (B)(6) 2021, the patient had pain in the left knee and x-rays showed that the inlay locking screw had loosened and was free in the anterior part of the joint. The screw was then removed arthroscopically on (B)(6) 2021. During the surgery, signs of metallosis were seen in the soft tissues, and the femoral component and pe inlay had signs of damage. After the surgery, the patient had persistent pain in the left knee and radiographic controls showed the presence of small intra-articular third bodies, probably metal debris from the screw or fragments of surgical instruments. No other information available. Torque limiter was not available during the primary surgery.

Manufacturer narrative:
Batch review performed on 14 may 2025. (B)(4) items manufactured and released on 21/11/2016. Expiration date: 07/11/2021. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-sphere 02.07.1203l tibial tray fixed cemented szie 3 l (k090988) lot. 165483 batch review performed on 14 may 2025. (B)(4) items manufactured and released on 09/12/2016. Expiration date: 28/11/2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. Gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 165045 batch review performed on 14 may 2025. (B)(4) items manufactured and released on 09/12/2016. Expiration date: 28/11/2021. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.